Event description:
It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the balloon "popped". The target stones were in the common bile duct. An extractor rx 9-12 mm retrieval balloon had been advanced to retrieve the target stones; however, the balloon "popped" during extraction. The balloon was able to be removed intact. The procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "fine".

Manufacturer narrative:
The complaint sample was not returned for evaluation, as it was disposed of at the user facility. The device history record was not completed, as the lot number is unknown. The most probable root cause of the reported complaint is determined to be operational context.